Event description:
Boston scientific received info that this pt presented to the emergency room due to shortness of breath. Oversensing of the atrial sensed events were noted on the rv channel. This resulted in asystole for approx 4 seconds in this pacemaker dependent pt. The oversensing did not occur on atrial paced events. The sensitivity was reprogrammed from 2.5 mv to 4.0 mv which decreased the oversensing, but did not eliminate it. The device was reprogrammed to 6.0 mv and the issue resolved. The device was permanently programmed to 10 mv. All the lead measurements were within normal limits. Later that evening it was reported that there was another 4 second pause in pacing, despite the programming of the device to 10 mv. The pt was asymptomatic. A chest x-ray was planned to be ordered. Add'l info received indicated a chest x-ray has not been performed. The pt has declined in condition and is currently in hospice. The device has been programmed to doo. There was no evidence that the pt's declining condition was related to the device function. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device ws not returned for analysis. The review of the quality documents confirmed a regular device mfg.